Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 336 mg/dl and 136 mg/dl within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device but customer no longer has strips or container that was in use at the time of the incident. Replacement was sent.